Event description:
On march 27, 2006 the lay user reporter contacted lifescan alleging that the lay patient's one touch ultra meter would not power on. The medical affairs specialist (mas) spoke with the patient's husband one day later to obtain additional information. The patient takes 9 or 10 different medications, he did not knwo the medication names and doses. He said the patient takes insulin and no pills for diabetes. The patient takes a fixed daily regimen of insulin, 40 units in the am and 30 units at night. The husband did not know the type of insulin the patient takes. The patient obtained the reported meter about one week ago and the meter had never powered on. The husband did not know if the patient tested with another device prior to obtaining the one touch ultra meter. The patient last attempted to test with the meter on saturday three days later. She continued taking her usual insulin injections. In the evening on march 27, 2006, the patient was sweating and passed out. The husband called ems . Emt's arrived within 10 minutes and obtained a result of 29mg/dl on the ems device. Emt's treated the patient with a "shot" and an IV. The patient regained consciousness and drank a coke. The patient was not taken to the hospital. Emt's obtained a result of 85mg/dl on the ems prior to departing. The customer service agent (csa) confirmed that the meter powered on when the "m" button was pressed . However, the meter did not power on with a test strip inserted all the way into the test strip holder. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to test with the product and experienced hypoglycemia and received medical intervention.